Manufacturer narrative:
Unavailable device was not returned for eval.

Event description:
The instrument was used during a laparoscopic lysis of adhesions and excision of endometriosis. The 5 mm dissecting hook was used near the peritoneal reflection/rectal sigmoid junction without difficulty. The procedure was completed as expected. On thursday, 11/17, pt presented in ER febrile with vomiting. Exploratory laparotomy performed-found defect in rectum below sigmoid colon. This lesion was oversewed. Pt reportedly still hospitalized, but doing well. Rep reports the instrument is not being named as problematic during initial procedure. 10/22/96, rep reported pt still hospitalized, but doing well.